Event description:
The patient reported that on (B)(6) 2010, she went jogging and at 12:24pm noticed the infusion device was vibrating and e8 (power interrupt) was displayed. She pressed the check button and was unable to clear the error. At 12:26pm e7 (electronic) error was displayed. She changed the battery and pressed the check button several times and was able to continue using the infusion device until 5:00pm and the issue recurred. No physiological effects were reported. No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.